Manufacturer narrative:
The device was returned and the evaluation found that the outer tube was bent with a broken figure rest and there was a shadow on the image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ureteroscope exhibited a broken figure rest and outer tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed. The device evaluation found; a bent outer tube, a broken figure rest and shadow on image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: due to application of excessive force. Due to considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.